Event description:
It has been reported that the device would not power on.

Manufacturer narrative:
Updated catalog number.

Manufacturer narrative:
Updated health impact grid to a death, date of event and death and patient age and gender.